Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 41 mg/dl. The customer was unable to troubleshoot at the time of the call and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.